Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. It was also reported that the event contributed to a delay of unspecified duration. No further information at this time.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. It was also reported that the event contributed to a delay of unspecified duration. No further information was provided.

Manufacturer narrative:
H2: no further information provided. H6: the quality investigation is complete.